Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent had dislodged from the balloon during removal of the protective sheath. This was noted on angiography after the stent delivery system was advanced in the pt. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgment. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was fluid visible in the inflation lumen and in the balloon. The stent implant was not on the balloon, but returned in the protective sheath. There was no damage noted to the stent implant. The balloon had relaxed folds. There were crimp marks on the balloon where the stent implant had been between the markers. There was no damage noted to the sds. The outer diameters of the stent implant were measured with a laser micrometer. The outer diameters were oversized and did not meet manufacturing criteria. The inner diameter of the protective sheath was measured with a pin gauge. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stent implant of a 4.0/08 mm rx vision sds dislodged from the balloon removal of the protective sheath. Reportedly, the dislodgement was noticed on the angiography after the sds was inside the pt. The returned sds without the stent implant on the balloon confirmed the dislodged stent. The stent implant was returned to the protective sheath. It should be noted that per the IFU, "prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloons markers. Do not use if any defects were noted". In this instance, the sds was returned with blood visible in the guide wire lumen, which is consistent with the reported info that the stent was noticed dislodged after the sds was inside the pt. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. In this instance, presence of crimp marks on the balloon and between the markers indicates that the stent implant was originally positioned correctly and crimped at the time of MFR. The protective sheath inner diameter met manufacturing criteria. There is no indication of a quality issue. The relaxed fold of the balloon, presence of fluid in the inflation lumen, and the stent outer diameters being over-sized may suggest that positive pressure may have been applied to the system during preparation, causing the balloon to slightly expand and partially deploying the stent. This may have facilitated stent dislodgement during removal of the protective sheath as reported. Ultimately, the use of positive pressure cannot be confirmed as the observations could also be a result of the stent dragging over the balloon when it came off, or the result of the use in the body. Based on the incident info and anaysis of the returned product, a conclusive root cause could not be determined. However, it is worth noting that following the recommended preparation prior to use (inspecting the sds) may have identified the reported discrepancy earlier. This MDR is considered closed by the product performance group.